Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the snapped insertion tube could not be determined. It is possible that the damage was caused by user error, improper handling, or the application of excessive force. Additional information about the event was requested, but was not received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue was confirmed. Evaluation found the outer tube was snapped in half, device was returned without inner, outer light guide (lg) adapter. Object window was inspected and a broken meniscus and dent on distal edge was observed. In addition, no image was observed due to outer tube snapped in half. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the device insertion tube was snapped in half, a service repair order was requested. There was no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.